Event description:
It was reported by service report that the pedals did not work due to missing rue ring cotter and clevis pin. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Rue ring cotter, clevis pin. Manufacturers investigation is still ongoing; if additional info is received, a follow-up report will be submitted.